Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical insulin pump error (open book image) alarm and unexpected battery power loss or replace battery alert/replace battery now alarm found on november 27, 2021.no critical insulin pump error (open book image) alarm noted during boot up. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. No unexpected critical insulin pump error (open book image) alarm noted during the testing. The insulin pump was monitored for several hours and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 file. There was no evidence of the critical insulin pump error (open book image) alarm and no critical errors were found in the history/traces/comlink3 data. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25 and unexpected battery power loss or replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 11/27/2021 09:58:54.000 to 11/27/2021 10:22:00.000. Low battery alert was recorded and found in the formatted history file on: 11/27/2021 09:57:01.000 and power loss alarm was recorded and found in the formatted history file on: 11/27/2021 10:09:18.000 to 11/27/2021 10:23:40.000. Upon checking on the power data/detail trace file, low battery alert and power loss alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. The insulin pump was cut open to perform visual inspection and found corrosion on the vibrator assembly. No corrosion or moisture damage found on the electrical board 1, electrical board, force sensor and motor assembly noted. Force sensor zero offset within specification (24.5 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Critical insulin pump error (open book image) alarm and unexpected battery power loss or replace battery alert/replace battery now alarm were not confirmed. However, during visual inspection, found corrosion on the vibrator assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarms. Troubleshooting was performed by replacing multiple batteries but the insulin pump did not turn on. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.